Event description:
Two areas over segmented.

Manufacturer narrative:
Method: segmentation review, planning review, jig design review. Results: performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. Conclusion - root cause cannot be determined due to lack of info. Plan does not show any rotation. It is possible the guide was not in the correct location, resulting in deep posterior medial cut. Review indicates everything is according to specifications.